Event description:
Patient case for a mandible fracture. Provider was using a kls martin transbuccal module on the patient's mandible. Provider reported that a screw in the base of the instrument opening (where an obturator inserts) prevented the instrument from properly retracting. The provider apparently cut his left index finger on the screw while attempting to use the instrument. Provider was seen in employee health for injury.